Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation revealed a blade stall error and overheating of the power cord. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. The root cause was associated with a short circuit in the power cord. Factors that could have contributed to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that the mdu was not working, it had an error message. It is unknown when the event took place, if there was patient involvement, if there was a back up device available or if there was a delay, no further complications were reported.